Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b power oral care refills] head keeps coming off too easily...head is clearly not clicked into place so is pulled off [device breakage] case narrative: consumer via e-mail reported that the toothbrush head keeps coming off too easily and is clearly not clicked into place so is pulled off. No injury was reported.

Event description:
[Oral-b power oral care refills] head keeps coming off too easily...head is clearly not clicked into place so is pulled off [device breakage]. Case narrative: consumer via e-mail reported that the toothbrush head keeps coming off too easily and is clearly not clicked into place so is pulled off. No injury was reported. Follow- up: concomitant product has been updated.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b power oral care refills] head keeps coming off too easily...head is clearly not clicked into place so is pulled off [device breakage]. Case narrative: consumer via e-mail reported that the toothbrush head keeps coming off too easily and is clearly not clicked into place so is pulled off. No injury was reported. Follow- up: concomitant product has been updated. Follow-up : product investigation results :24-sep-2025: maltese product note updated. Complained product received - user handling was identified as root cause for the complaint. Follow-up: concomitant product: confirmed counterfeit.

Manufacturer narrative:
24-sep-2025 product investigation results :complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
24-sep-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
[Oral-b power oral care refills] head keeps coming off too easily. Head is clearly not clicked into place so is pulled off [device breakage]. Case narrative: consumer via e-mail reported that the toothbrush head keeps coming off too easily and is clearly not clicked into place so is pulled off. No injury was reported. Follow- up: concomitant product has been updated. Follow-up: product investigation results: 24-sep-2025: maltese product note updated. Complained product received - user handling was identified as root cause for the complaint.